Event description:
A perforation was reported. Loss of capture, low r-waves and decreased impedance was also noted. The patient complained of chest pain. The lead advanced from the original implant site. The lead was replaced when an attempt to reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a tip stiffness test indicated normal device characterstics. The lead exhibited normal electrical characteristics. As received, the helix would not extend due to dried blood and overtorqued distal coil. The helix extension length was within product specifications. Multiple cuts and bends were noted on the lead. The damages found areconsistent with that occurring at the time of explant.